Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. The irritation was under her left breast where the therapy electrode sits. Patient advised that the electrode was digging into her skin and peeled off some skin that became raw and irritated. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a powder and ointment by a physician. Follow up indicated that the area has improved.